Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 sr analyzer has generated discrepant ca19-9 results on a patient sample. The account provided the following results. The units of measurement are iu/ml: first result: 12.6, second result: 78.9, third result: 60.6, fourth result: 11.8, cut-off < 37.0. The account does not know which result is correct. There was no adverse impact to patient management reported.